Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010: the patient was preoperatively diagnosed with: degenerative disc disease at l3-l4, post laminectomy syndrome, l3-l4 and left lower extremity radiculitis. She underwent following procedures: left l3-l4 direct lateral interbody fusion, interbody implant with bmp allograft, percutaneous posterior instrumentation and continuous free-running electromyography neural monitoring. As per op-notes," once the end-plates were cleared of cartilage and the annulus released on both sides, a 12 mm x 60 mm implant was chosen and filled with a medium bmp kit. This was impacted into the disc space. Ap and lateral fluoroscopic images showed good position of the interbody implant at this point in time without any erosion into the end-plate." No patient complications were reported. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.